Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation).

Event description:
It was learned from customer experience portal and investigation that a patient with a 21mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) year and nine (9) months due to severe aortic stenosis and aortic insufficiency due to calcification and leaflet thickening with restricted motion. The patient presented to the hospital with dyspnea in heart failure (20-25%). A tavr procedure was performed with a 23mm 9755rsl transcatheter valve. Patient had no complications during the procedure and was transferred to recovery in stable condition.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve, underwent a valve-in-valve procedure after an implant duration of three (3) years, nine (9) months due to aortic stenosis and aortic insufficiency. The procedure was performed with a 23mm 9755rsl valve with good result.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including coronary artery disease and end stage renal disease.